Event description:
Device 3 of 3. Reference MFR. Report#: 3006705815-2020-31150. Reference MFR. Report#: 1627487-2020-30927. Additional information received revealed the patient's scs system was explanted.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
Device 3 of 3; reference MFR. Report#: 3006705815-2020-31150, reference MFR. Report#: 1627487-2020-30927. It was reported the patient may undergo surgical intervention due to ineffective stimulation.